Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the light guide fiber bundle (lcb) broken, and the u/d and the r/l pulley wires worn out . Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Event description:
Operation channel buckled at segment area. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.